Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a partial deployment and stent wire perforation occurred. The lesion was located in the common bile duct (cbd). The rx wallstent permalume 10mm x 80mm stent delivery system (sds) was advance the lesion, however, resistance was encountered. The physician withdrew the sds from the endoscope and noted that the "over tube" had "slightly" deployed and the "barbs of the stent were sticking out of the delivery system and could not be reconstrained." The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.